Event description:
It was reported that post a coronary drug eluting stenting procedure, hypersensitivity occurred. A healthcare provider reported a patient may have had a potential adverse event from a taxus express2 drug eluting stent or polymer hypersensitivity. Additional information was requested from the patient's physician; however, it was not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.